Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed the wireless footswitch is not working. During troubleshooting fse observed that the error led indicator on the base station is red, the wi-fi (led) indicator is solid red, and the battery indicator on the wireless footswitch at the time of occurrence is red. Philips has confirmed that the reported failure is due to a connectivity issue. To resolve the issue fse replaced the wireless footswitch. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch not working. The device was outside of clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.